Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the circumflex artery. A 2.50 x 28 synergy ii drug-eluting stent was advanced to treat the lesion. However, when the device was at the lesion, it was noted that the stent was not on the balloon. The device was removed and the stent was seen outside the patient, pulled off with the stylet. The procedure was completed with a 2.50 x 28 promus premier stent. No patient complications were reported and the patient's status was fine.